Event description:
A 4.0x20 aviator plus balloon ruptured at 5atm during inflation with an indeflator. The target lesion was in the right internal carotid artery. The lesion was moderately calcified and 50% stenosed. The reference vessel was moderately tortuous. The aviator had been delivered over a 6mm angioguard xp. The aviator was removed from the pt and another product was used to successfully complete the procedure. There was no pt injury reported.

Manufacturer narrative:
The device has been returned for evaluation, but the evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt.